Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, or angulation or kink in the delivery system upon deployment. Information from field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and the 12f delivery sheath was used. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 26mm amplatzer septal occluder was selected for implant using a 12f torqvue deliver system and a competitor delivery sheath to correct an atrial septal defect (asd).. It was observed that the left atrial disc had formed into a cobra configuration. An attempt was made to retract and redeploy the device but the operator was unable to fully deploy the disc. No interaction with cardiac structures occurred during deployment and there was no angulation/kink observed with the delivery system. A decision was made to replace the device and an unknown competitor occluder was implanted in the patient instead. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.